Event description:
In 2007, this pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component. The pt developed lower extremity ischemia/arterial thrombosis after the abdominal aortic aneurysm repair. The next day, the pt presented with an aortic rupture near her renal arteries. The pt was surgically repaired with an open procedure using ptfe. The pt developed colon ischemia after the repair. Two days later, the pt expired. Pt cause of death was due to cardiac arrest. No further info. Was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain info. To complete all blank required spaces on this medwatch.